Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a vein shunt in the moderately tortuous and mildly calcified right forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during third inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.